Event description:
The patient reported an increased heart rate of 104 bpm after getting out of bed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4)implantable pacing lead, (B)(6) 1994. (B)(4).